Event description:
It was reported that the patient presented for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited over-sensed noise that caused pacing inhibition. A decrease in pacing impedance was also observed. The lead was capped and replaced on (B)(6) 2022. No patient symptoms were reported.